Manufacturer narrative:
This is the same event as 3010536692-2014-01584. This event occurred in (B)(4).

Event description:
Allegedly the patient was revised due to wear of acetabular component (right). (B)(6).

Manufacturer narrative:
Additional information received from njr: updated incident description and event problem and evaluation codes.

Event description:
Allegedly the patient was revised due to infection.